Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201. Serial number: (B)(6) batch/lot number: al1g421233 model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this neurostimulator (ins) had a red light on their remote control. The patient said they had back surgery in april and had turned off their stimulator. The patient was wondering if that incident had anything to do with the red light. Additionally, the patient had low impedance, and they had surgery to revise the neurostimulator and tined lead. The patient was doing well post-op.